Event description:
It was reported that at the patient's clinic visit there was no capture on the right atrial (ra) lead in either the bipolar or unipolar configurations, at maximum output. The patient was symptomatic. Atrial pacing and sensing were programmed off. The physician was planning on revising the lead. The ra lead remains implanted at this time and no additional adverse patient effects were reported.